Event description:
Caller reported a malfunction on the pump, specifically an issue related to a "malf 12" code. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.